Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The silicone segment split near the pump safety clamp. The silicone segment above the pump safety clamp was not returned with the set. No other defects or abnormalities were observed. The customer complaint was verified. The root cause is unknown. It is possible that the silicone segment was incorrectly loaded into the pump or the tubing got caught on something while in use. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported separation. Details of complaint (reported issue): "the IV was found broken and disconnected without any known reason why. The IV tubing broke from the stretchy side connection to the mid safety clamp that inserts into the IV pump. It appears to have snapped off without any known force." Complaint noticed: during / after use problem frequency: 1st time patient injury: no.